Manufacturer narrative:
The stapler sheath has been returned and evaluated by the failure analysis (fa) team. The sheath was found to have been damaged. There were tears measuring roughly .065". Visual inspection revealed missing material. A piece measuring approximately 0.64" x 0.16" was found to be missing. The logs were unable to verify any firing failures. The instrument was visually inspected and found to have lodged staples in the jaws. After removing the lodged staples from the jaw, the instrument was installed onto an in-house system and fired on a test sheet using an in-house 30 reloads. The instrument fired successfully twice and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No firing failure was observed. The instrument was returned without the reload for inspection; therefore, the reported complaint could not be replicated, and no firing failure was found in the dsp logs. The instrument was returned with sheath only. The instrument was visually inspected and found to have lodged staples in the jaws. Two fully formed staples were observed at the distal end the stapler within the jaws, preventing the reload from attaching to the instrument. The staples were removed, and two were confirmed. The instrument was found to have a reload recognition failures during in-house testing and based on log review. A golden reload was unable to be attached to the dlu pins due to lodged staples within the jaw. After removing the lodged staple from the jaw, the instrument was installed onto an in-house system and fired on a test sheet using an in-house blue ew 30 reloads. The instrument fired successfully twice and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The reload recognition failure was caused by lodged staples within the jaw. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved tip stapler 30 misfired. The reload was half deployed with blade exposed message. Stapler had 5 lives left. The procedure was completed with no reported injury.